Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that the stent was unable to cross the lesion. The target lesion was located in the left anterior descending artery. A 32 x 3.50mm taxus liberté stent was selected to treat the lesion; however the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable. However, device analysis revealed shaft break.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: a visual examination of the returned device found that the midshaft was broken distal to the midshaft bond and was severely stretched. This type of damage is consistent with excessive force being applied to the delivery system. Kinks were noted in the distal outer and inner proximal to the proximal balloon bond. No other damage was noticed along the shaft of the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "do not use product after the ¿use by¿ date indicated on the package label." This device was used after its expiration date. (B)(4).